Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was received with a bent front panel and the relief alarm knob was difficult to turn. Manometer is crooked and out of spec at -3. Frequency and tidal volume knobs are rubbing against other components, housing is damaged around the battery holder compartment, battery holder is protruding as well. To test the device, it was connected to an oxygen supply and powered on. The reported issue was confirmed, no electronic alarms functioned. Damages to the battery compartment caused the device to not alarm electronically. The technician replaced the battery holder assy to resolve the customer's reported issue. The frequency control needle was adjusted due to output measures not in specs. The pressure manometer was replaced due to being out of spec. The damaged control knobs and knob caps were replaced. Preventative maintenance was performed and the device passed all testing.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is not alarming. No adverse effects were reported.